Manufacturer narrative:
Hamilton medical ag complaint number (B)(4). Follow-up 1: investigation outcome. According to the complaint description, touch screen is not working properly. Importantly, no patient involvement was reported. To address the issue, a replacement lcd screen was sent to the user. No feedback was received confirming whether the replacement resolved the issue. As no additional communication or complaints were received, it is assumed that the issue was resolved after the lcd screen was replaced. Hamilton medical considers this case as closed.

Event description:
Hamilton medical ag received the following event description: "touch screen not working properly". No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number (B)(4). Investigation ongoing.